Manufacturer narrative:
Additional info was received indicating that on (B)(4) 2014, the MFR's tech services rep conducted a percutaneous lead distal end replacement according to procedure. The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted with the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt log file history contained abnormal pump operation, possibly associated with a fractured percutaneous lead.